Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Submitting follow up 2 to capture missing conclusion code in initial follow up. (B)(4). Ref. Exemption #: e2018003 (B)(4). (B)(6).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module were replaced and returned for investigation. The reported failed flow transducer test during pre-use check was not reproduced during test of the returned air gas module in a reference ventilator. The air gas module was found to have a defective gas supply pressure transducer on a printed circuit board inside the gas module during test in the production test system for gas modules. The gas supply pressure transducer is part of the flow measuring in the gas module. The failure of this component would lead to inaccurate gas flow regulation which will be detected during pre-use check if present and alarms will be activated if the failure occurs during ventilation and the set alarm limits are exceeded. The received device logs confirm the reported event and the fault could be traced back to may 17. Therefore the ¿date of event¿ will be adjusted to (B)(6)2018. Why the gas supply pressure transducer failed, could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).